Manufacturer narrative:
Conclusion the complaint can be verified. Result high power consumption: based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore, a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurs. The pump correctly triggered the e8 error. Delivery accuracy: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Event description:
Patient's father reported that on (B)(6) 2013 while the patient was sleeping, he heard the infusion device sound. Father stated he went to check it and saw an error e8 (power interrupt) message on the display of the device. Father reported the infusion device then restarted itself and the alarm w2 (battery low) appeared. Father stated he checked the alarm memory and realized that at 11:15 pm the error e2 (battery empty) message appeared. Father reported the order of the alarms was: at 11:15 an e2, at 11:33 pm an e8 (without removing the battery), and then a w2, after which the infusion device restarted itself. Father stated he immediately changed the battery; the previous battery was replaced on (B)(6) 2013. Father reported the patient experienced elevated blood glucose levels all day on saturday and sunday and they, the parents, had to deliver an extra bolus in order to decrease it. Father stated that during the last week the patient experienced hyperglycemia during the morning of about 300-380 mg/dl and it was very strange. Patient's normal blood glucose range was not provided. Father reported they fear that the hyperglycemia problem is due to an incorrect delivery of basal insulin and that the alarms that displayed on (B)(6) 2013 are linked to the issue. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.